Event description:
Coagulation settings on the pulsar I generator not working properly resulting in a decreased device performance.

Manufacturer narrative:
Device expected to be returned to the MFR but not received as of yet. Pending return and eval supplemental report will be sent.